Event description:
The manufacturer received information alleging a ventilator had an ac power issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac connector cable was replaced to address the issue.